Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Initially the visi-pro would not cross to desired site for deployment. However, additional information was received on (B)(4) 2014. The visi-pro device was loaded on a short wire and delivered to the iliac. Being that the catheter was a long shaft and the wire was a 180 short wire there was no excess wire hanging out of the wire port of the stent because the iliac is not very distal from the sheath. The indeflator was then mistakenly attached to the wire port. Consequently, when the physician attempted to inflate the balloon the wire actually went up the aorta. When the physician noticed what had happened he immediately removed the visi-pro and attempted to retrieve the wire. The physician was unsuccessful and requested that a snare be opened. The wire was snared and brought near the sheath. However, the snare provided was not the correct size to completely capture the wire and allow for it to be pulled by the sheath. The physician did not want to waste much time and decided to take the patient to the or and perform a cut down to remove the wire. In the end, there was no patient injury and the procedure was complete.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.